Event description:
It was reported that the pt had a tumor resection and mrh femur and proximal tibia insert in 2004. Pt recently became infected, and in 2008, the knee was washed out, the bumpers, bushings, axle, tibial bearing, tibial insert and sleeve were replaced. When the bumper was inserted, it was found to wiggle. A second bumper were inserted and found to wiggle.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report. Add'l lot# lba572.